Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("strong pelvic pain") and genital haemorrhage ("on and off bleeding/ blood clots") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), abdominal distension ("bloating"), anxiety ("anxiety"), rash generalised ("rashes on body") and alopecia ("hair loss"). The patient was treated with surgery (on (B)(6) 2016 laparoscopic bilateral salpingectomy with exicision of essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal distension, anxiety, rash generalised and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, back pain, genital haemorrhage, pelvic pain and rash generalised to be related to essure. The reporter commented: on (B)(6) 2016, laparoscopic bilateral salpingectomv with excision of essure devices and right ovarian cystectomy. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("strong pelvic pain/ pain/ pelvic (mild to severe)"), genital haemorrhage ("on and off bleeding/ blood clots") and blindness transient ("vision/eye problems (blackouts)") in a female patient who had essure (batch no. D01967) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2000, (B)(6) 2003), foot deformity, allergic reaction to antibiotics, drug allergy, bunionectomy, vaginitis, vulvovaginitis, mitral valve prolapse, heart murmur, hyperthyroidism, palpitations, thalassemia minor, tonsillectomy in 1985, ear drum repair in 2001, ovarian cystectomy in 2007 and ovarian cyst ruptured in 2009. Previously administered products included for an unreported indication: femcon. Concurrent conditions included ovarian cyst. Family history included cerebrovascular accident nos, stroke, asthma and hypertension. On an unknown date, the patient started ethinylestradiol w/norethindrone at an unspecified dose and frequency. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), abdominal distension ("bloating"), anxiety ("anxiety"), alopecia ("hair loss"), dizziness ("dizziness"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced blindness transient (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), rash generalised ("rashes on body/ rashes or skin conditions"), abdominal pain ("abdomen pain (mild to severe)") and vulvovaginal pain ("pain: vagina (severe)"). The patient was treated with surgery (on (B)(6) 2016 laparoscopic bilateral salpingectomy with exicision of essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, blindness transient, back pain, abdominal distension, anxiety, rash generalised, alopecia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, blindness transient, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash generalised, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2016, laparoscopic bilateral salpingectomv with excision of essure devices and right ovarian cystectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming pelvic pain, severe back pain, severe cramping, blackouts, dizziness, bloating, on and off bleeding, blood clots, anxiety, rashes on body, hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("strong pelvic pain") and genital haemorrhage ("on and off bleeding/ blood clots") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), abdominal distension ("bloating"), anxiety ("anxiety"), rash generalised ("rashes on body") and alopecia ("hair loss"). The patient was treated with surgery (on (B)(6) 2016 laparoscopic bilateral salpingectomy with exicision of essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal distension, anxiety, rash generalised and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, back pain, genital haemorrhage, pelvic pain and rash generalised to be related to essure. The reporter commented: on (B)(6) 2016, laparoscopic bilateral salpingectomv with excision of essure devices and right ovarian cystectomy. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("strong pelvic pain/ pain/ pelvic (mild to severe)"), genital haemorrhage ("on and off bleeding/ blood clots") and blindness transient ("vision/eye problems (blackouts)") in a female patient who had essure (batch no. D01967) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2000, (B)(6) 2003), foot deformity, allergic reaction to antibiotics, drug allergy, bunionectomy, vaginitis, vulvovaginitis, mitral valve prolapse, heart murmur, hyperthyroidism, palpitations, thalassemia minor, tonsillectomy in 1985, ear drum repair in 2001, ovarian cystectomy in 2007 and ovarian cyst ruptured in 2009. Previously administered products included for an unreported indication: femcon. Concurrent conditions included ovarian cyst. Family history included cerebrovascular accident nos, stroke, asthma and hypertension. On an unknown date, the patient started ethinylestradiol w/norethindrone at an unspecified dose and frequency. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), abdominal distension ("bloating"), anxiety ("anxiety"), alopecia ("hair loss"), dizziness ("dizziness"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced blindness transient (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), rash generalised ("rashes on body/ rashes or skin conditions"), abdominal pain ("abdomen pain (mild to severe)") and vulvovaginal pain ("pain: vagina (severe)"). The patient was treated with surgery (on (B)(6) 2016 laparoscopic bilateral salpingectomy with exicision of essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, blindness transient, back pain, abdominal distension, anxiety, rash generalised, alopecia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, blindness transient, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash generalised, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2016, laparoscopic bilateral salpingectomv with excision of essure devices and right ovarian cystectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming pelvic pain, severe back pain, severe cramping, blackouts, dizziness, bloating, on and off bleeding, blood clots, anxiety, rashes on body, hair loss. Most recent follow-up information incorporated above includes: on 16-feb-2018: coding correction: previous reported event vision/eye problems (blackouts) interpreted as blindness transitory. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('strong pelvic pain/ pain/ pelvic (mild to severe)'), genital haemorrhage ('on and off bleeding/ blood clots') and blindness transient ('vision/eye problems (blackouts)') in a female patient who had essure (batch no. D01967) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included wymzya fe. The patient's medical history included ovarian cyst ruptured in 2009, ovarian cystectomy in 2007, ear drum repair in 2001, tonsillectomy in 1985, gravida ii, parity 2 (B)(6)2000, (B)(6)2003), foot deformity, allergic reaction to antibiotics, drug allergy, bunionectomy, vaginitis, vulvovaginitis, mitral valve prolapse, heart murmur, hyperthyroidism, palpitations and thalassemia minor. Previously administered products included for an unreported indication: femcon. Concurrent conditions included ovarian cyst. Family history included cerebrovascular accident nos, stroke, asthma and hypertension. On an unknown date, the patient started wymzya fe at an unspecified dose and frequency. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), abdominal distension ("bloating"), anxiety ("anxiety"), alopecia ("hair loss"), dizziness ("dizziness"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6)2015, the patient experienced blindness transient (seriousness criterion medically significant). On an unknown date, the patient experienced rash ("rashes on body/ rashes or skin conditions"), abdominal pain ("abdomen pain (mild to severe)"), vulvovaginal pain ("pain: vagina (severe)") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (on (B)(6)2016 laparoscopic bilateral salpingectomy with exicision of essure devices). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown, the blindness transient, anxiety and rash had resolved and the abdominal distension, alopecia and dyspareunia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, blindness transient, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6)2016, laparoscopic bilateral salpingectomv with excision of essure devices and right ovarian cystectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Hysterosalpingogram - on (B)(6)2015: results: total bilateral occlusion.. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming pelvic pain, severe back pain, severe cramping, blackouts, dizziness, bloating, on and off bleeding, blood clots, anxiety, rashes on body, hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2019: pfs received event " lower abdomen pain" was added. Outcome of events " bloating, sexual intercourse pain and hair loss" were updated as recovering and "blackouts, anxiety and rash" were updated as recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.